Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. The patient reported that following implant he developed an autoimmune response to the device along with a foreign body reaction. In follow up with the patient he reports that he is recovering from the removal procedure and his symptoms of the rash, severe bladder pain and lactose intolerance has subsided. The patient also reports that the explanted device has been retained; however at this time he has opted not to return the device for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report ( mw5064044): "reporter stated that he has been a healthy individual up until this process was done. He stated that on (B)(6) 2001 he went in for inguinal hernia repair and varicocele repair. Both on the left side. After that procedure, he started off having uti's, bladder infection, kidney infections. He was diagnosed with interstitial cystitis on (B)(6) 2002. He further experienced blood in stool, mucus in stool, severe stomach pains and was diagnosed with ulcerative colitis on (B)(6) 2005. He was placed on numerous medications for these conditions. He suffered from fibromyalgia, chronic fatigue, chronic prostatitis, pain, discomfort, rectal blood loss, unexplained urinary blood loss, polycythemia vera. With all of these symptoms, he required routine phlebotomy to remove blood and decrease the number of rbc's. Colonoscopies were done every two years. He further presented with rash, skin irritation, and was also treated for depression. Deep stick urine analysis done at doctor's office was positive but when sent out for culture, results sometimes came back negative. He had painful bladder syndrome, chronic pelvic pain syndrome, pelvic floor dysfunction, chronic overall inflammation. During explantation of the device the patch was fused to the plug and formed a meshoma. There was abrasion of the vas deferens of the left side and the mesh was wrapped around the spermatic cord. The vas deferens was encased in the groove of the mesh. The mesh was entangled with the femoral nerve and femoral artery. This affected the ileo-inguinal nerve and genitor-femoral nerve. When the mesh was removed, it was hardened, jagged, deteriorating, black, bloody and curled. Doctor said it caused foreign body reaction and autoimmune responses. Nerve and tissue damage and restricted flow to the area. Reporter stated that some of these symptoms have resolved after the device explant."